Event description:
The customer reported that the 840 ventilator had an inoperative upper gui screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) to breath delivery unit (bd) cable. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference # (B)(4).